Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that the emergency department had an issue with the guide wire. The physician was placing the cvc into the patient's subclavian and the guide wire kinked on the pressure injectable quad lumen catheter. As a result, an arrow non-pressure kit was opened and placed successfully. There was no patient death or complications reported. The patient was fine.